Manufacturer narrative:
The field service engineer determined the na electrode and the ise probe were faulty. The electrode and probe were replaced. Precision studies were performed. The customer ran controls. The system was operating within specifications. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The sample centrifugation speed appeared to be too high and the centrifugation time appeared to be too short per tube manufacturer recommendations. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred near the time of the event. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect k for gen.2 and two additional patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first patient sample initially resulted in a k value of 4.52 mmol/l, which repeated as 3.9 mmol/l. The second patient sample initially resulted rin a k value of 4.58 mmol/l, which repeated as 5.3 mmol/l. The third patient sample initially resulted in a na value of 142 mmol/l, which repeated as 141 mmol/l and 147 mmol/l. The fourth patient sample initially resulted in a na value of 139 mmol/l, which repeated as 140 mmol/l and 146 mmol/l. The na electrode lot number was h13_2020, with an expiration date of 03-aug-2021. The k electrode lot number was p78_2020, with an expiration date of 22-aug-2021.